Manufacturer narrative:
Catalog # 6800mp lot # 51138, catalog # 6450 lot # 51137, catalog # 6114mp lot # 51070. MFR dates: 03/2006, 4/2006, 3/2006

Event description:
It was reported that the screw seat disassembled from the screw shaft during surgery. The screw seat falls down the shaft preventing locking with the plug screw. Affected parts were retrieved and returned. Patient is fine.